Manufacturer narrative:
On 6/7/2024, during an installation, a field service engineer (fse) reported unspecified error codes while attempting practice tomo shots on a 3dimensions (serial number (B)(6)). The tomo brake did not release during normal operation and required fse troubleshooting (applying pressure using a wrench and rachet on the tomo drive motor shaft) to break the bond between the brake and c-arm casting frame. The system then worked as expected. This behavior was both observed and resolved prior to being handed to the customer for clinical use. There were no alleged health consequences or impact to user or patient. Initial evaluation: the impacted piece was the original part and was on the system 102 days since the date of manufacture. No part was returned, so no further initial evaluation could be performed. Investigation methods and findings: the fse was able to resolve the issue without scrapping or replacing the tomo brake, so the brake was not returned. Because of this, the investigation is limited. A review of complaint history shows that the brake became stuck again during installation on 6/21/2024. The brake was separated using the tomo brake adjustment procedure. Device history shows that this behavior has not recurred since. Cause/root cause: the root cause is unknown. The probable cause is that the tomo brake was close to the c-arm casting frame and became fixed between manufacturing and installation. There was no mention of the tomo brake alignment procedure occurring after the first incident, so it is possible that the tomo brake was still too close to the c-arm casting frame until the alignment procedure was performed. Conclusion: in summary, the root cause is unknown, and the probable cause is that the tomo brake was close to the c-arm casting frame. This was resolved by unfixing the brake and aligning using the tomo brake adjustment procedure. This behavior has not recurred since the alignment. The risk index (ri) remains in zone 1 with a ri of 1. This is considered acceptable risk. A CAPA is not needed at this time as there were no patient or user harm and because the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4), sku: 3dm-sys-std, serial number: (B)(6), date of manufacture: 2/26/2024, installation date: n/a ¿ this behavior was observed during installation. Incident date: (B)(6) 2024, closest pm to complaint date: n/a ¿ this behavior was observed during installation. Date of part manufacture: unknown ¿ this part number is not listed in the DHR and was not provided by the fse.

Event description:
It was reported that on june 7, during installation the c-arm of the selenia dimensions moved causing an error and tomo brake would not release during normal operation. The field engineer that was performing the installation had to manually break the tomo brake free by using a 5/16 socket, placing a ratchet on the tomo drive motor shaft, and working it back and forth until it broke free. No additional information available.